Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes have been made and the crt-d remains implanted and in service. No adverse patient effects were reported. This product was later returned back to boston scientific without any further allegation made in relation to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No changes have been made and the crt-d remains implanted and in service. No adverse patient effects were reported.